Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause of the impedance issue was unknown/undetermined. No further action was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3487a-45, lot# v353813, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-45, lot# v191420, implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_ext, product type: extension.

Event description:
The healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to recharge. The clinical diagnosis was increased pain in feet. The outcome was ongoing. No actions were taken as an intervention. The event resulted in an unscheduled clinic or office visit. The patient reported difficultly charging the device, inadequate coverage, and increased pain in the feet. The manufacturing representative interrogated the device and it was determined that the adverse event was related to the battery age and the patient needed a device replacement. The etiology was noted as related to the device or therapy and not related to the implant procedure. Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The outcome of the high impedance was unresolved with no further action planned. Interventions included explanting and not replacing the implantable neurostimulator (ins). The event resulted in an unscheduled clinic or office visit. The device was interrogated and device data showed that contact number 7 was over 10,000 ohms but it was not needed in the patient¿s programming. The etiology was reported as related to the device or therapy and related to the implant procedure. The etiology was reported as related to the leads which were connected to the ins. The device diagnosis was reported as the extension stuck in the ins. The outcome of the stuck extension was reported as resolved without sequelae. Interventions included explanting and replacing the extension. During an ins replacement, it was noted that one of the extension was stuck in the ins. The extension had to be replaced with the ins. The etiology was reported as related to the device or therapy and related to the implant procedure. Relevant medical history included: degenerative disc disease

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The patient reported that the stimulator was working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.